Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons are sticking and unresponsive. The customer stated that she kept the pump in her bra because the clip broke about a year ago. The customer also stated that she had a low reservoir alert when she called in and could not get it to clear due to the buttons being unresponsive. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector also, unable to perform displacement test due to no button response. No button error alarm noted. The insulin pump was returned without belt clip unable to confirm the damage. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked display window.